Manufacturer narrative:
Previous reported as an unknown canncellous screw, but should be unknown spine screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown spine screw.

Manufacturer narrative:
This report is for an unknown cancellous screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Due to intra-operative breakage, the device is not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch (B)(4). The only information contained in this report is correction or additional information. Concomitant devices reported: screwdriver. This report is for an unknown cancellous screw. This is report 1 of 1 for (B)(4).